Event description:
Pt was set up on ltv 1000 vent for transport to radiology. The vent was working fine initially, then alarmed low o2 pressure. The o2 tank was full and there was no loose connections. Pt was being ventilated adequately. The vent was changed out. There was no adverse effect to pt. Upon review of the occurrence it was concluded that it was user error. When the resp care staff member went from the wall oxygen supply to the tank supply, they did not manually reset the pressure alarm. Resp care is aware that the pressure alarm is not an automatic reset and are re-training staff.